Event description:
Reportable based on device analysis completed on 26-feb-2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 12mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for predilation but was unable to cross the lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces; as received. There was blood between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks through the hypotube of the device. Inspection also revealed a complete hypotube separation 54.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination presented no damage or irregularities in the balloon or balloon material. Microscopic examination presented no damage or irregularities in the markerbands, bonds and the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).